Manufacturer narrative:
Additional information was received on 11-sep-2025. No mapping was performed prior to the adverse event. The faradrive sheath was used for the transseptal puncture. The physician¿s opinion on the cause of the adverse event was perforation through the appendage when going transseptal puncture. Therefore, since no mapping was performed with the decanav catheter prior to the adverse, and no reported bwi product associated with the event and no product malfunctions reported, the decanav catheter was reassessed as a non MDR reportable concomitant product. Hence, updated the following codes: -h6. Health effect - clinical code. -h6. Medical device problem code. -h6. Health effect - impact code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Initially reported d4. Lot as ad25160050. However, this number is not recognized. Therefore, further clarification is being requested. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a decanav catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. During the case after going transseptal, a perforation and pericardial effusion was discovered on intracardiac echocardiography (ice) (soundstar). It was confirmed with a transthroacic echo. The patient was tapped and a pericardiocentesis was being completed draining the blood. The patient continued to bleed and the patient was transferred to the operating room (or). It was reported the injury was caused by the transseptal wire although confirmation may be still pending. The catheter inside the body at the time was soundstar and decanav. Additional information was received. Patient improved; however, required extended hospitalization as the patient was transferred to the or then the surgical intensive unit (sicu). No ablation was performed; the adverse event occurred during the first and only transseptal puncture. No generator was used in the case; it was scheduled to be a pfa farapulse case.